Event description:
It was reported that the patient received an alert due to low impedance. Aborted charges were observed. Lead anomaly suspected. Leads were capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis of the lead found fracture due to clavicular crush. This fracture caused the reported noise. External insulation abrasion was found at 23cm-25cm from the connector pin due to friction to the ICD can.